Event description:
It was reported that the patient sees follow up hcp (healthcare provider) once per year, next visit is in (B)(6). Last friday the patient went to primary care hcp, who diagnosed her with urinary tract infection and patient now taking medication to resolve it. Before uti, patient was at 1.50v, now she increased it to 1.85v. Loss of symptom control along with uti was noted. At the moment, the patient couldn't hold bladder that quick; it felt like when have to go, have to go right then. The patient was feeling stimulation. The reason for incontinence was complication related to knee replacement surgery. The patient's trial went very good. Interstim worked great, and the patient had been happy with it. Today, patient programmer battery's were low, had to get new ones. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had the stimulator for 5 years without a problem and it worked really well. (B)(6) the patient had a uti and the incontinence started. The battery was very low then and the patient had a new stimulator put in on (B)(6) 2015.

Manufacturer narrative:
Product ID: 3889-28, lot# v500688, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had a sudden loss of therapeutic effect. Since the saturday prior to the report she had a mild urinary tract infection (uti) and incontinence. She was put on macrobid and had been on bactrim. The patient had an appointment the day after the report. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
The consumer reported that the patient just had an implantable neurostimulator (ins) replacement surgery on (B)(6) 2015. The replace ment was due to normal battery depletion. The battery lasted 5 years and the patient was told it would last 3 to 5 years. The patient realized their battery had died because that morning when they woke up they knew they had a urinary tract infection (uti) in may 2015. The patient was going on a cruise and was given medication. The patient's managing health care provider (hcp) had the patient try other therapies and the patient wasn't sure why they didn't perform a replacement surgery. The hcp said it was okay to leave the ins in and that it would just hurt them to go through another implant surgery. The patient tried botox and other treatments for their incontinence before getting the ins replaced.